Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device available for evaluation. Conclusion not yet available- evaluation in progress.

Event description:
Sales consultant reported that it was discovered that the spring load button on the aiming arm is worn and not working properly. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
According to the product development evaluation, one 130° aiming arm f/trochanteric fixation nails was received for evaluation. The returned aiming arm was received intact. The anodize coating is worn off many sharp edges and in areas where the instrument appears to have been hit. Functionally, the release button is operating smoothly and does not match the complaint condition. Product drawings were reviewed during this evaluation. No discrepancies were identified. The device design was reviewed and is adequate for the intended use and did not contribute to the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. The instrument functions as intended and does not match the complaint description. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
Additional narrative: as per additional evaluation by manufacturing was performed, there are wear and tear marks allover on the surface. The engage mechanism and the thumb screw work as intended. The laser etching is readable. The device was produced and distributed on april 2009. The source of the manufacture date is the release to warehouse date. There are wear and tear marks allover on the surface. The laser etching is readable. We received from pd a demo instrument to perform a function check. The function check with the blade guide sleeve and the buttress/ compression shows that the engage mechanism is working properly like intended. We are not able to determine an exactly root cause because the blade guide sleeve and the buttress/ compression nut which were used during the surgery were not send back for investigation. Therefore this complaint is to be indeterminate from a manufacturing standpoint.